Manufacturer narrative:
Mixing with other substances is an off-label use in the us. This was a physician directed use. The quantities of vancomycin and tobramycin antibiotics used have not been confirmed. The systemic level of tobramycin is considered to be elevated in this instance, as the only source in this case was where the antibiotic was administered locally with the stimulan rapid cure (unless a large amount of the antibiotic was added). The current instructions for use state that for the unites states only: warnings and precautions' section: do not add other substance to the device. Adding other substances may alter the safety and effectiveness of this product. The batch manufacturing record was reviewed and no contributory factors were identified. Renal toxicity is a known complication of vancomycin and aminoglycosides. A response was sent to the customer through the unsolicited request process. Although the customer has been contacted on a number of occasions since regarding case details and patient status, no response has been received and there is limited data available regarding the case. Although it has not been confirmed if the patient had renal instability prior to the case, stimulan rapid cure is contraindicated for use in renal compromised patients. Where antibiotic is locally administered following tissue debridement at infected surgical sites, extreme caution should be exercised in the administration of the antibiotic dosing regimen with particular attention to total antibiotic load, the patients' co-morbidities and administration of any nephrotoxic agents. In the case reported here, it is postulated that the use of locally implanted calcium sulphate beads containing vancomycin and tobramycin may have resulted in excessively high serum levels of tobramycin post surgery. Dissolution of the calcium sulphate beads in the absence of adequate kidney function may have resulted in elevated serum tobramycin levels. Suspected root cause renal toxicity is a known complication of vancomycin and aminoglycosides. There is limited data available regarding the case. Although it has not been confirmed if the patient had renal instability prior to the case, stimulan rapid cure is contraindicated for use in renal compromised patients. In the case reported here, it is postulated that the use of locally implanted calcium sulphate beads containing vancomycin and tobramycin may have resulted in excessively high serum levels of tobramycin post surgery. Dissolution of the calcium sulphate beads in the absence of adequate kidney function may have resulted in elevated serum tobramycin levels. Corrective action the stimulan rapid cure was subsequently removed from the patient. Preventative action where antibiotic loaded calcium sulphate beads are used to manage dead space following tissue debridement at infected surgical sites, extreme caution should be exercised in the administration of the antibiotic dosing regimen with particular attention to total antibiotic load, the patients' co-morbidities and administration of any nephrotoxic agents. Routine monitoring of serum creatinine postoperatively and measurement of serum antibiotic levels in response to a threshold creatinine rise may be warranted. A patients' medical history, physical and nutritional status, clinical condition and co-morbidities should all be carefully assessed and taken into consideration when planning an antibiotic regime.

Event description:
The hospital's quality assurance manager reported that a patient was presenting with renal failure a few days after implantation of stimulan rapid cure. The surgeon elected to mix vancomycin and tobramycin antibiotics with the stimulan and then implant as beads as well as injecting into the bony canal. This was the only source of tobramycin. A few days later, the patient's tobramycin serum level was 6, with a therapeutic range of 6-10. The quality assurance manager asked if the manufacturer has seen this before.